Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
(B)(6) 2026, the patient underwent a CT angiography (cta) of the head and neck at the radiology department on the first floor of the outpatient building. While a nurse was performing an intravenous puncture using a single-use, needle-free intravenous cannula, bleeding was observed at the catheter and cannula hub. Recognizing that this might cause the patient distress, the nurse immediately reassured the patient, promptly removed the cannula, and applied pressure to stop the bleeding, while simultaneously reporting the incident to the relevant departments.